Event description:
It was reported, targeting jig has a friction lock which prevents the drilling sleeves from moving. This targeting jig appeared normal, however the friction lock mechanism did not work. As a result the drill sleeves were difficult to keep in place against the lateral cortex of the femur. Drilling and screw placement worked normally but the sleeves should lock against the cortex.

Manufacturer narrative:
Additional information has been requested and if rec'd will be provided on a supplemental report.